Manufacturer narrative:
Concomitant product(s): product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that he felt like his implantable neurostimulator moves around in his body but stated that he thought it was just his imagination. It was also noted that the consumer felt like this since he was implanted. There were no patient symptoms reported with this event. The indication for use was chronic low back pain and spinal pain. Should additional information be received, an additional report will be sent out.